Event description:
Anterior chest-mostly first degree burn (areas of erythema) and few areas of second degree (blisters). Blanket was placed on pt's upper body dauring surgery. Erythema and blistering noted in recovery room at 1500. Blanket was applied for approx. 2 hours 45 minutes in high for 1st 15 minutes, then in medium setting.